Manufacturer narrative:
Being investigated. Awaiting requested additional info from the rptr. (B)(4).

Event description:
It was reported that during an aortic dissection, there was bleeding from the hemashield 8mm, 30cm graft during cannulation to the subclavian artery. A 24french edwards aortic perfusion cannula was used to perform the cannulation. The graft was secured to the canula using three 3/0 silk ties. The surgeon wrapped the graft with an 8x8 inch sponge gauze tape to stop the bleeding. There was blood lost, but was not originally quantified. Later the blood loss was reported as approximately 300-500cc. The procedure was completed with this device. The event did not cause or contribute to a prolonged hospital stay. The pt was initially placed in the ICU, but was released prior to (B)(6) 2010.